Manufacturer narrative:
Block b3: exact date unknown, event occurred in the year of 2023. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn:m365sc8216700, model:sc-8216-70, serial:(B)(6), batch:15651192, UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate pain relief from the spinal cord stimulator (scs) device. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were discarded by the medical facility and will not be returned.